Manufacturer narrative:
E1: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that the infusion set came out early today after taking a bath on (B)(6) 2024. No further information available.